Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported that, the customer had low blood glucose of 50 mg/dl. Customer also re[ported that, he transmitter is broken in half currently. The insulin pump will not be returned for analysis.